Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) machine is not triggering on ECG while operated in auto mode. No one was harmed onsite.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - (B)(6) ),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) has reported that the machine is not triggering on ECG while operated in auto mode.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4,e1(event site postal code - 110005),g3,g6,h2,h10,h11. A getinge field service engineer (fse) checked the machine on system trainer for more than 2 hrs in auto mode and found no such issue with the machine. Performed all tests. All tests passed. Equipment handover to customer in good working condition.

Event description:
N/a.